Event description:
Medtronic received information that during the implant procedure of this 25mm aortic bioprosthetic valve, it was reported that the patient experienced ventricular fibrillation post implant of the 25mm valve and was shocked back to normal sinus rhythm. The patient was taken off cardiopulmonary bypass with inotropic support. It was mentioned that the patients "right ventricle was struggling" and responded well to correction of acidosis and hypoxia. It was also mentioned that the patient experienced extreme coagulopathy which was treated with blood products which was also aggravated by the high central venous pressure with medical bleed. It was reported that one day following the procedure, the patient had to undergo mediastinal re-exploration with evacuation of a hematoma mostly in the left and right chest cavities due to post-operative bleeding. It was noted that there was significant bleeding from the right-sided sternum around some of the sternal wires. The patient was noted to be somewhat coagulopathic with oozing from most points. It was reported that the patient died 1 day later following the replacement procedure. The cause of death was not received.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.